Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Reportedly, the customer changed pump supplies to resolve issue. Additionally, it was reported that the customer experience charging issues. Customer confirmed that issue was resolved by using a new power adapter and usb cable. Customer¿s blood glucose level ranged between 180-200 mg/dl.